Manufacturer narrative:
The investigation determined that higher than expected intact pth (ipth) results were obtained when a non-vitros, biorad, qc fluid was tested using vitros ipth lot 2030 on a vitros xt 7600 integrated system. A definitive cause of the event was not established. Historical qc results indicate acceptable vitros ipth lot 2030 performance and ongoing tracking and trending did not identify any signals to suggest there is a systemic quality issue with vitros ipth lot 2030. However, the higher than expected results were isolated to vitros ipth lot 2030 testing of the biorad level 1 qc and the biorad qc results have been acceptable since vitros ipth lot 2070 was in use. Therefore, a vitros ipth lot 2030 performance issue cannot be completely ruled out as a contributor to the event. An instrument related issue is an unlikely contributor to the event, however, as there was no diagnostic precision testing conducted to verify the performance of the vitros xt 7600 integrated system, an instrument related issue cannot be completely ruled out as a contributor to the event. The customer appeared to store and handle the biorad qcs correctly, therefore improper storage and handling of the biorad qcs did not likely contribute to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected intact pth (ipth) results were obtained when a non-vitros, biorad, qc fluid was tested using vitros ipth lot 2030 on a vitros xt 7600 integrated system. Biorad lot 65001 (level 1) results of 33.40, 31.78, 29.45 28.80 and 28.33 pg/ml versus the baseline mean value of 20.54 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros ipth results were obtained when the customer was processing a non-patient fluid. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).